Manufacturer narrative:
(B)(4). The reported condition was confirmed as the customer stated switching the heater bag with the final bag during fill. The assignable cause was determined to be use error, patient switched bags in the middle of therapy. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center regarding a check final line alarm that appeared on the homechoice (hc) display during last fill. The home patient (hp) stated that she changed the final bag with the heater bag and it worked from there. The technical service representative (tsr) explained the possible cause of the alarm and advised her to call baxter if the alarm repeats and to not switch bags. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.